Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The test reservoir volume matches the units remaining in the status screen. The insulin pump was uploaded properly using carelink pro. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2017 with her blood glucose level bottoming out. Four times in the past two weeks the customer had to use a glucagon shot. She hit her head on the nightstand and has a black eye. Customer's blood glucose level was 68 mg/dl. Her blood glucose level was treated with a bolus using the insulin pump. She was taken off the insulin pump in the emergency room the night before and was on manual injections. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.